Manufacturer narrative:
Unit had cracked and detached end cap. Unable to perform the displacement test due to detached end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the physical damage on the right side of the pump. Customer's blood glucose value was 7.8 mmol/l. Customer confirmed that the pump was dropped. Customer was advised to disconnect from the pump and revert to pack up plan as per her physicians instruction until replacement received. The product will return for the analysis.